Event description:
During removal of the spring wire guide from the catheter resistance was encountered. The outer coil unravelled. The catheter was removed and the proximal portion of the wire guide was cut by the anesthesiologist and the distal portion was sutured to the skin. On CT scan, the guide wire was observed in a vena cava filter which had been placed ten months prior to admission. The distal portion of the wire was removed and there were no pt complications.